Manufacturer narrative:
(B)(4). Additional information: damaged cartridge, damaged one piece sled, damaged drivers. The analysis found that one ple60a device was returned in good visual condition and with an ecr60g loaded in the device. Additionally, the reload was received with the right side fully fired , left side inner rows partially fired and left outer row fully fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. Based on photographic evidence it is believed that the inner two rows of staples, second firing, on patient side did not properly deploy and supports the complication described in the event.

Event description:
It was reported that during a lap gastric sleeve on the 2nd firing on the patient side the staples were completely unformed. The 1st reload was black, the 2nd green, seam guard buttressing was used. A new device and green reload used to complete procedure. The second device fired as intended. The surgeon over sewed the staples line with three rows of prolene suture. The surgeon also placed a drain. Drain was placed as preventative.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent. An intra operative photo was received. Based on the staple forms observed in the photographs the inner two staple rows on patient side, appear as if they were partially deployed if deployed at all. Partial or no staple deployment, while achieving a complete cut may occur if the staple drivers are in some way restricted from advancing upward and beyond the staple cartridge deck. When partial deployment occurs the staple form will vary depending on how far the staples get advanced and how much contact the staples made with the anvil. Since these staples appear to be completely unformed deployment was minimal if any. The actual staple deployment in this case was probably the result of the staple tips sticking into the buttressing material and the buttressing material pulling out the staples during device removal. However, the photographs do not provide evidence relative to what may have caused the incomplete staple deployment. Physical analysis of the device could provide more conclusive evidence.